Manufacturer narrative:
The technician found the head of bed is drifting down slowly and isolated the issue to a faulty CPR valve. The CPR function on the bed was working. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates the head of the bed will not stay up.